Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. Upon investigation loss of capture was observed on the competitor right ventricular (rv) lead while performing isometrics. It was confirmed this was not true loss of capture, the electrocardiogram confirmed the rv lead was still capturing even though loss of capture was annotated on the screen. It was indicated there were two previous impedance measurements of 1252 and 1048 ohms, however, the measurement was current 635 ohms. Boston scientific technical services (ts) reviewed the available data and indicated there was minute ventilation oversensing. As a result, it was recommended that minute ventilation be programmed off. It was confirmed the minute ventilation sensor was programmed off and rv lead was programmed to unipolar configuration. The patient will continue to be monitored appropriately. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that this patient presented to the emergency room with a racing heart. It was determined the racing heart was related to stress. No adverse patient effects were reported.